Manufacturer narrative:
Qn#(B)(4). The reported complaint that the "sheath surrounding the electrical wires cracked, exposing the wire beneath" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaints will be monitored for any developing trends.

Event description:
It was reported "we recently inserted a transvenous pacer using arrow - bipolar electrode catheter. After being in for only two days, the sheath surrounding the electrical wires cracked, exposing the wire beneath. Thought I should pass this along. ". Another catheter was inserted to continue therapy. The patient's current condition is reported as "the patient received a pacemaker and was discharged home".

Event description:
It was reported "we recently inserted a transvenous pacer using arrow - bipolar electrode catheter. After being in for only two days, the sheath surrounding the electrical wires cracked, exposing the wire beneath. Thought I should pass this along. "Another catheter was inserted to continue therapy. The patient's current condition is reported as "the patient received a pacemaker and was discharged home".

Manufacturer narrative:
(B)(4).